Event description:
It was reported the patient no longer had stimulation and the ipg was unable to communicate with external devices. The patient reported he had been unable to recharge the ipg fr several months. Follow up identified the ipg may be replaced at a future date.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.